Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unable to sign in to the system. A technical support specialist (tss) confirmed userid (B)(6) had issues viewing patient information at device snicu. The tss located the userid information on the server and confirmed that the account does not have access to the area g1-overflow, where device snicu was assigned. As a result, the user cannot view patient information. Provided the customer with the guide titled managing user accounts, which contains detailed instructions for editing user accounts to grant the necessary access the system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user was unable to sign in to the machine. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.